Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position and remove were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The hi-torque floppy referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. During advancement of a 2.25 x 15 mm otw trek balloon catheter over a hi-torque floppy ii guide wire, there was a gritty feeling. After the trek was inflated there was a gritty feeling removing the catheter over the guide wire. The procedure was successfully completed without issue. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.